Event description:
During a cataract extraction procedure, this instrument was found to be broken. The procedure was completed without using this instrument; however, the procedure was delayed approximatley 1 hour.